Manufacturer narrative:
We have not received the complaint device for evaluation since the device has been discarded by the user at the hospital. Hence, we could not conclusively determine the root cause of the defect. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot. Device was checked before use and was found to be functional. No further information was provided by the treating surgeon. At this time, we could not conclusively determine the root cause of this defect. Since the balloon operated properly during pre-use, it is possible that some procedural factors may have led to this issue. As stated in the IFU, internal carotid balloon should be inflated slowly to prevent premature activation of the safety balloon. When the balloon is inflated sufficiently to occlude the artery, back-bleeding around the shunt will stop, there will be a feeling of slight resistance to further inflation and/or there will be a slight distention of the external safety balloon. User should not inflate the internal carotid balloon beyond this point. This incident resulted in minor blood loss. Surgeon continued the procedure using the same shunt. No further complication was reported by the surgeon.

Event description:
During carotid endarterectomy procedure, surgeon inflated the internal carotid balloon to occlude the internal carotid artery. However, the balloon could not completely occlude the artery. This incident resulted in minor blood loss. Surgeon continued the procedure using the same shunt. No further complication was reported by the surgeon.